Event description:
It was alleged that the user facility is having difficulties with patient therapy. They have been experiencing overshoot below the target temperature, the patient dropped as much as 1.6 degrees c below target. The customer was then advised to switch from auto max cooling to auto min cooling. The customer stated that the water temperature was still dropping as low as 9 degrees c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the user facility is having difficulties with patient therapy. They have been experiencing overshoot below the target temperature, the patient dropped as much as 1.6 degrees c below target. The customer was then advised to switch from auto max cooling to auto min cooling. The customer stated that the water temperature was still dropping as low as 9 degrees c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by providing feedback to the customer on operation of the device.

Event description:
It was alleged that the user facility is having difficulties with patient therapy. They have been experiencing overshoot below the target temperature, the patient dropped as much as 1.6 degrees c below target. The customer was then advised to switch from auto max cooling to auto min cooling. The customer stated that the water temperature was still dropping as low as 9 degrees c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.